Event description:
It was reported that during capnography monitoring, the device showed low readings due to a faulty co2 sampling line. The product was not tested prior to patient use, other than confirming an etco2 trace on the philips monitor. Initially, the end-tidal co2 trace appeared normal, but it suddenly resembled an obstructed airway, with the waveform distorted and the etco2 decreasing from 33 to 16. The patient¿s condition did not change¿tidal volume and oxygenation remained stable, and the endotracheal tube was correctly positioned. After replacing the sampling line, a normal trace and waveform were observed, with an etco2 value of 37. When malfunctioning, the device displayed an abnormal trace consistent with an obstructed airway pattern, with values between 14 and 17. Once replaced with a new device, the etco2 trace returned to normal at 37. It is unknown whether any patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.